Event description:
It was reported to the manufacturer on september 25, 2023 that a patient from a retrospective clinical study had a surgical procedure at 12 months. The patient was also experiencing swelling.